Event description:
During arthroscopy metal fragments were identified floating in the knee space. The physician stopped the procedure, irrigated and suctioned-out all the fragments from the knee space. A new shaver was obtained and the procedure was continued.